Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The unit returned has femoral marker damage, telescope kink, sheath kink and lap joint kink, as part of overall visual revision. A kink was observed in the telescope assembly from femoral marker to the proximal end. Kinks were observed in the sheath assembly and the lap joint from femoral marker to the distal end. It was observed damage in one of the distal femoral marker (marker was fell off).the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 07jan2016. It was reported that lost image occurred. During procedure, an opticross¿ imaging catheter was used to treat the lesion. However, it was noted the image was lost. No patient complications were reported and the patient status was good. However, returned device analysis revealed a damage in one of the distal femoral marker (marker was fell off).